Event description:
A customer reported an issue with a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support, who provided information for a complete pump reset. After performing the pump reset, the customer was able to successfully start their sensor session without encountering the error again.